Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the item and lot numbers match the complaint. Upon visual inspection the device has fractured. There are indentations to both the body and the fractured piece. The post and the body show wear marks. The device has potentially been used in the field for approximately 9 years and 10 months. A review of the receiving inspection report (rir) confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- foreign: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that the mill guide instrument fractured during the surgery. This event is related to malfunction that could potentially lead to serious injury. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the picture provided by the hospital confirms the broken instrument. It is fractured into two pieces. No conclusions can be drawn regarding the mode of fracture from the photographs. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.